Event description:
The dome was torn off when stretching the device with the obturator. It occurred during the procedure for placement.

Manufacturer narrative:
The complaint of retention dome breakage is confirmed, user-related. The dull and irregular veneer at the break site are traits indicative of excessive force that was applied while placing the device with the obturator. The lack of any associated damage to the retention dome suggests the break was caused by stretching the dome beyond its elastic limits during placement. Gross visual and microscopic examinations and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. This implies the device functioned as designed until the complaint incident occurred. The product instructions for use (IFU) provides a narrative description for placement of this device. This appears to be a user technique issue.